Event description:
It was reported that allegedly the catheter of a stent graft device broke, during a procedure. The physician was working in loop graft in the forearm, with access from arterial and venous ends of graft. He was using the stent graft for a pseudoaneurysm in area by way of the venous anastomosis and graft apex coming from the arterial side access. The fellow physician had difficulty beginning deployment, so the attending physician tried and felt the catheter break. Allegedly, the blue outer catheter separated at the point close to the handle where the catheter starts to bend. They removed the catheter to see if the stent graft had started to deploy. It was noticed that the stent graft had just barely began to deploy when the alleged break occurred. Without losing access, they removed catheter and used a 7x8 instead, which demonstrated resistance to deploy as well, but eventually it deployed. An 8f sheath was used and a 260cm 0.035 guide wire. The tracking path to the treatment site was less than 10 inches, and it tracked around the loop graft without complications. Excessive force was necessary to start the deployment of the stent graft. There was no pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment, the sample has been returned and the investigation is currently underway. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures, and have never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.